Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle deformed, foreign materials in the nozzle, the foreign materials were some like ke-45-black; and the foreign materials could not be removed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope air/water supply had issue. In additional, foreign materials was found clogged in the nozzle and could not be removed due to insufficient or incorrect reprocessing of the scope. The event occurred during an unknown diagnostic procedure. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a prior repair. The foreign material clogged in the air/water (a/w) nozzle could not be definitively identified, but was believed to be ke-45-black (black glue) - this informed the determination of presumptive cause. Olympus will continue to monitor field performance for this device.